Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device repeatedly showed a red x within 5 minutes after successful completion of the opcheck.